Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with unknown blood glucose. Customer¿s other blood glucose level was 300 mg/dl, 400 mg/dl. The troubleshooting was performed for high blood glucose. The drive support cap was flush. The customer off the pump prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. The drive support disk was inspected and no anomaly or damage noted. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).